Event description:
It was alleged by the patient that they were not using their implantable neurostimulator (ins) because it does not work. The patient claimed that the ins device had not worked in 2 years. It was noted that the patient was going to have an MRI of the l-spine for an issue not related to the device. When contacted for follow up information, the healthcare professional (hcp) reported that the event issue was unknown to them and that their office was not involved after placement of the stimulator. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).